Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported after upgrading from software version b01 to c03, alarms are not working on their philips intellivue information center (piic). No patient involvement.